Event description:
Philips received a complaint on an mx40 1.4 ghz smart hopping device indicating that there was a speaker malfunction inoperative (inop) message; the customer biomedical engineer (biomed) indicated that it was unknown if any sound was heard or if it was distorted. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, during the start-up test. The reported problem was confirmed. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The device was operational after the speaker was replaced, and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.